Event description:
Caller reported that the t:slim x2 pump battery was not charging, and a power source alert in the pump history indicated alert 07 at the time the issue began. The customer resolved the issue by changing charging supplies, although initially using non-tandem components. Tandem does not recommend using third-party charging supplies unless for troubleshooting. There was no adverse impact to the customer¿s blood glucose level. The pump began charging successfully, and no further assistance was required. Tandem technical support agreed to send a replacement tandem wall adapter and charging cable via two-day shipping to prevent future issues.